Event description:
This pt experienced a dissection post deployment of a 2.5 x 23mm cypher stnet implanted in an 80% de novo, mid left anterior descending artery (lad) lesion. This was treated with the placement of two add'l bare metal non-cordis. A second cypher stent was implanted proximally to the first. The pt also experienced a coronary spasm which was treated with intra-coronary nitro. This pt was admitted to hte hosp with a chief complaint of unstable angina. The pt was taken urgently to the cardiac cath lab, where angiography revealed an 80% de novo lesion of the mid left anterior descending artery (lad). Angiomax was administered via IV. Integrilin was also administered during the procedure. There was no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated. A 2.5 x 23mm cypher stent was deployed to the site with satisfactory results; however, a distal dissection was noted post stent deployment. This was treated with the placement of two bare metal stents, a 2.25 x 12mm and a 2.25 x 8mm, via direct stenting technique. These stnets were placed in overlapping fashion to the cypher stent. An add'l 2.5 x 8mm cypher stent was placed proximally to the first, although this was not overlapping and was not related to the treatment of the dissectdion. At some point during the procedure, the pt experienced a coronary nitroglycerine administration. It is noted in the dtabase that this event is related to a cypher stent; however, it does not specify which cypher stent. The pt was discharged two days later on aspirin, beta-blockers, ace-inhibitors, and plavix.